Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture as the pacing impedance was high. The lead was partially explanted, capped, and replaced. The subclavian vein left side was noted to be occluded so a stent was implanted in the right subclavian vein. The right atrial lead was noted to be capped and replaced due to the vein occlusion. No further patient complications have been reported as a result of this event.